Event description:
This lead was explanted due to high thresholds. Should additional information become available this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis, including a visual and mechanical inspection. With regard to the high threshold issues mentioned in the complaint description, the root cause could not be determined based on the information available. The visual inspection revealed a rubbed through insulation in the region of the tricuspid valve. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages such as cuttings of the insulation and the deformed vcs shock coil resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.